Manufacturer narrative:
B3: event date: (B)(6) 2020 (previously ni). H10: the device was received for evaluation. Visual inspection was performed which observed a disconnection of the tube from the y connector. The reported condition was verified. The cause of the condition was due to defective raw material. No functional testing was performed for this complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of continu-flo blood/soln set was "full of air and fluid was leaking from the secondary port". It was further reported that after the set was removed from the patient, the port fell out completely. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.